Manufacturer narrative:
H10: the actual device was not available; however, five (5) companion samples were received for evaluation. Unaided visual inspection was performed on all samples and no defect was observed. Leak testing was performed and a leak was observed at the port 2, spike port bonding area of four samples. The reported condition was verified for four samples. The cause of the condition could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. This issue was identified during set-up prior to patient use. There was no patient involvement. No additional information is available.